Manufacturer narrative:
Product ID: 9735825 serial/lot#(B)(6). H3: the em interface was returned to the manufacturer for analysis. The em interface was analyzed and no failure was found with this part codes associated with the em interface: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735825, serial/lot #: unknown. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case with the surgeon, they were experiencing interference with the EKG. Troubleshooting determined that during the case, they tried unplugging the flat emitter and it did not resolve the issue. They tried unplugging the em breakout box and that seemed to improve the EKG. They moved the em breakout box further from the EKG and that improved the issue. After the case, they removed both the flat emitter and the em breakout box, however, the EKG signal was never perfect. A patient was present and no delay to procedure. On 2020-feb-14 additional information received: the representative stated the system was working as intended and the em interface box was not replaced. The representative will be shipping it back unused.